Event description:
As reported by the user facility: (B)(4) - over infusion. Heparin infusion - 10 ml/hr for 230 ml. At 5:46 pm rate ws changed to 12 ml/hr. At 11:17 nurse noticed bag was almost empty and had other nurse check. Then removed pump from pt and sent to biomed.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The actual device involved in the event has not been received at this time for evaluation. A follow up report will be provided after the inspection results are available.